Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a cracked luer connector that resulted in disconnection of the infusion tubing and an inability to remove the cartridge; the user transitioned to backup therapy, and photographs were provided. Symptoms included no change in blood glucose. Outcomes included no hospitalization and continued therapy via backup method until a replacement was received. Investigation included collection of user reports, shipment and return coordination, and review of device return logistics. Investigation of this case revealed the luer adapter was broken by an undetermined cause, with no reported drop and no evidence of blood glucose impact; the device component at issue was the luer connector and cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable due to insufficient event details.